Event description:
This lead was capped during a device change out because the pin was difficult to remove from the header and the lead fractured. There were no adverse pt events reported. Should additional info become available, this report will be updated.